Event description:
It was reported that(1) er420 was used during a unknown procedure. It was reported by the rep that the clips applier was misfiring. It is unknown how the case was complete. There was no consequence to pt.